Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak, tiny cut, and tiny pin hole on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image due to bad charge-coupled device (ccd) and fail water leak test from cable due to tiny cut tiny pin hole on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a blurry image. The issue was identified during the reprocessing of the device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blurry image. The issue was identified during the reprocessing of the device. There were no reports of patient involvement.